Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis confirmed and reproduced the reported complaint. The reported error appeared when iesu was tested on an in-house system in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the system prompted an error c-34 that was occurring on the integrated electrical surgical unit (iesu). The customer connected the power cable with the iesu that was connected to the power distributor. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to connect the power cable to the hospital wall and restart the iesu. The customer called back to report that the issue was not resolved. The tse advised the customer to continue the procedure with the third-party generator. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with the third-party generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu to resolve the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the investigation is in progress. A supplemental MDR will be submitted if any additional information is received.